Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported that the facility has transducer protector problems. The machine also produces air detector, venous pressure, and tmp alarms. Upon follow up, the bmt stated the issue has been occurring mid treatment with multiple 2008t machines and fresenius dialyzers involved. The bmt confirmed that the transducer protector allows air in the system and the entire chamber has blood seeping into the seam. The 2008t machines alarm appropriately when the backups occur. The bmt stated that the 2008t machines tested successfully and believes the 2008t machines operated as intended. The bmt confirmed there were no issues during priming and no changes or disruptions in pressure. There were no external leaks visually observed. The combi set did not have any loose connections, damage, or defects found. The patients' blood was not returned and the total estimated blood loss (ebl) were unknown. The bmt confirmed there was no patient injury and no medical intervention was required as a result of the reported events. The patients completed treatments after being re-setup with new supplies from different lot numbers on different machines. The patient information was not available. The actual samples were discarded but a companion sample is available to be returned for physical analysis.